Event description:
Event: (cc# 98-01158) after iabp for less than a day, blood was noted back into the pump and the iab was removed. No second iab was inserted. On 10/13/98, the following was reported to datascope: after receiving the patient from the operating room, the nurse noticed blood in the helium balloon line at the patient's bedside. The iab was removed and another was not inserted. There was no patient injury or complication as a result of the event. The patient's status after the event was unknown. The patient remained on medication. [Event complications]: none from the event - reported 9/17/98 and 10/13/98. [Patient's current status]: discharged-rpt'd 10/13/98.